Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. Additionally, the patient having another non-curonix device implanted, severe force applied to the implant (patient fall, accident), implanting the device too superficial, and inadequate fixation have been ruled out. However, non-compliance to the IFU was identified as the surgical site was closed using staples. The stimulator is used to treat pain. The cause of the knot is known. However, non-compliance to the IFU was identified as the incision site was closed using staples (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a knot developed under the receiver site which caused pain. The patient has symptoms of crps, the skin is very sensitive, and the patient cannot wear the device as it causes increased pain in the skin. No medical intervention was required and further information is not available at this time.